Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) verified the electrical test fails code #118 alarm on the customer's print out. The customer re-inserted the datasettes and the code no longer appeared on start up. The stm replaced the front end board due to fault code # 53. The iabp then passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer stated that, while in use on a patient, the cs300 intra aortic balloon pump (iabp) generated electrical test fails code #118 alarm. No patient injury or harm reported. No adverse event reported.